Manufacturer narrative:
100% check hardware stocks in warehouse, return n.g productions to rm supplier. Responsible person: (B)(4) date: (B)(4) 2014. Fatigue test for the hardware performed, meet the requirement. Responsible person: (B)(4) date: (B)(4) 2014. Enhance quality control for incoming material responsible person: iqc, (B)(4) date: (B)(4) 2014.

Event description:
Customer states rear flip back hardware not working which caused the arm to go all the way back and hit the wheel when flipping back.